Manufacturer narrative:
An event regarding crack/fracture involving an other hip screw was reported. The event was confirmed through visual inspection of the returned product. Method & results: -product evaluation and results: visual inspection of the returned product showed the screw was returned fractured. Damage is also observed on the threads of the screw. A review of the returned device by a material analysis engineer indicated: post fracture damages observed on fracture surface, obscuring the fracture surface. Damage consistent with contact against a hard object and the explantation process were also observed. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. -clinician review: no medical records were received for review with a clinical consultant. -product history review: not performed as no lot information was provided. -complaint history review: not performed as no lot information was provided. Conclusion: visual inspection of the returned product showed the screw was returned fractured. Damage is also observed on the threads of the screw. A review of the returned device by a material analysis engineer indicated: post fracture damages observed on fracture surface, obscuring the fracture surface. Damage consistent with contact against a hard object and the explantation process were also observed. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that while the surgeon was attempting to tighten the screw, the screw head sheared off the shaft of the screw. It was reported that a surgical delay of 1 hour was noted while the surgeon attempted to remove the shaft.

Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that while the surgeon was attempting to tighten the screw, the screw head sheared off the shaft of the screw. It was reported that a surgical delay of 1 hour was noted while the surgeon attempted to remove the shaft.